Event description:
Info received that the bed head was not going up. No injury reported.

Manufacturer narrative:
Tech located the bed in hallway. Found head of bed was not going up. Replaced the valve solenoid to resolve this issue.